Manufacturer narrative:
Covidien reference: (B)(4). The covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended replacing the compressor. The customer reported they replaced the compressor, and the unit passed all tests.

Event description:
It was reported that during patient use, a ventilator compressor circuit breaker tripped and the compressor became inoperative. The patient was transferred to another ventilator without harm.